Manufacturer narrative:
The sample was plasma.qc was within the lab's established ranges pre and post the event.bci field service engineer (fse) performed preventive maintenance and verification testing which met the published specification. No hardware issues were detected that would have contributed to this event. A clear root cause of this event cannot be determined.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous elevated ckmb result generated by access 2 immunoassay analyzer.patient sample was repeated and normal ckmb result was obtained. The original and repeat results are provided.the erroneous result was reported out of the laboratory and corrected report was submitted.patient treatment was not impacted by this event.